Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. The results of the sample analysis revealed the device was tested and passed visual inspection. Clear passage testing and pressure testing were performed with no issues noted. The sample analysis determined the product met all specifications and no defect was found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. The damage was identified as cracking on the tube of the cassette, and was noticed upon removing the cassette from the packaging. The damaged set was not used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number s14e23054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.